Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Upon further testing, it was observed that the cause of the reported failure was due to a failure of a crystal, designator y1 from the single board computer assembly, located on the system pcb assembly.

Event description:
The customer reported that their device was intermittently locking up when powering the device on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.